Manufacturer narrative:
E-z-em, inc was unable to determine the exact date of manufacture for the apron due to the inability to obtain the distributor purchase order number. However, the lot represents product manufactured subsequent to june 1997.

Event description:
Customer rec'd replacement product from the apron recall and claimed that the replacement had a hole in the lead. E-z-em is filing this event due to the potential for harm had this not been caught by the x-ray technologist.